Event description:
It was reported that the day after the foley catheter was inserted in the operating room, when the tape securing the catheter was removed, the catheter slid out completely. The inflation water was absent, the lot number of the product is mykx3978.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital, (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.